Event description:
It was reported that the patient had a reaction the comfort hard soft splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, it is noted that the patient experienced blisters on the lingual canine. The device was worn for 2-3 weeks. The provider attempted to relive the symptoms but was unsuccessful.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Model # is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date is not applicable as the device is manufactured by prescription and not implantable.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Device is fabricated per physician's prescription only. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Both mechanical irritation and allergic reaction are conceivable. The former with higher probability. A pressure point is likely to be the cause here. Lot# e-pro 4.0-11806203 (erkoloc-pro) was manufactured from january 17, 2022 and was assigned an expiration of january 2025. Lot# e-pro 4.0-11806204 (erkoloc-pro) was manufactured from january 20, 2022 and was assigned an expiration of january 2025. Stock product reviewed results stock product is not applicable for review since returned product was fabricated per physician's prescription only. No defect was observed from the returned product. Investigation methods/results complaint investigator reviewed the returned device. An upper and lower splint was returned in the original case. The results were summarized: roughness - the flange was smooth; internal surface was smooth/ occlusal surface appeared rough and adjusted. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was slightly yellow due to the usage. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". However, the customer did not provide the information regarding how the patient handled and maintained the device. This complaint will be kept on record for tracking and trending purposes.

Manufacturer narrative:
Additional data: b2, d4, h6 (health effect - clinical code, type of investigation code, investigation conclusions code - 22). Corrected data: h4, h6 (health effect - impact code, medical device problem code, investigation findings code, and investigation conclusions code - 4315). Device labeling: comfort bite splints are intended to be used on a single patient only. The reuse of such device on another patient is not recommended due to the risks of improper fit and cross-contamination/infection. Comfort bite splints may only be used for their intended use in accordance with general rules for dental treatment. If the indications for use are not clearly specified, treatment should be suspended until those considerations have been clarified. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. CAPA 23-006. Manufacturer reference: (B)(4).